Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited an issue where the brush was fractured inside the channel during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11.the device was returned to olympus for inspection and the reported failure was confirmed.in addition, the following reportable malfunctions were identified during the device evaluation: the forceps channel of the scope is blocked by a brush.a root cause could not be identified. Based on the results of the investigation, the most probable cause of the fractured brush in the channel could not be determined, and in addition the forceps channel being blocked by a brush also could not be determined.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.